Manufacturer narrative:
An event of complete heart block and permanent pacemaker was reported. A returned device assessment could not be performed as the device remains implanted was not returned for analysis. Possible contributing factors to arrhythmia after a portico valve implant include patient conditions, such as pre-existing arrhythmia, anatomical factors, such as calcification extending beneath aortic annular plane in the interventricular septum, and the depth of implant of the device. It was indicated that the valve was implanted with 2 mm depth from the non-coronary cusp, which could have contributed to the reported heart block. The device history record was reviewed to ensure that each manufacturing and inspection, operation was performed and the product met all specifications. Based on the available information, the cause of the reported heart block could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on 05 aug. 2024, a 23mm navitor valve was implanted in a patient usinsing a small flexnav delivery system.final placement depth of the navitor: ncc 2mm, lcc 3mm length of the membranous septum: 3.5mm, no calcification was confirmed from the annulus to the subvalvular to left ventricular outflow tract. On (B)(6) 2024, completed atrioventricular (av) block was observed. A permanent pacemaker was implanted. The patient¿s current status is stable.